Event description:
Complainant alleged that during functional testing, the device displayed an "error ffff" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer's report was observed during initial testing. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The analog board was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.